Event description:
It was reported that the system rebooted a several times recently during a pt procedure. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Suspect loose ac connections and jumpers due to excessive heat on the day of report. Made secure all connections. The system was tested and found to be working as intended and placed back into service.